Event description:
This pt stated that pt received "err" message on pt's glucometer the day before the incident and was unable to obtain a reading to monitor pt's diabetes. The following day pt "felt low" and because pt could not obtain a reading, pt called an ambulance. The customer cited glucose reading to be approx 1 mmol/l (18mg/dl). Pt was treated by the ambulance personnel at pt's home, felt fine, and declined hospitalization.